Manufacturer narrative:
(B)(4). The device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the pump was received with high sleep current and power error alarms due to moisture damage on the electronic assembly. After disconnecting and reconnecting the internal battery connector on j6 /pcb 1, the device was monitored and functioned properly. The power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they were able to clear the alarm. Customer stated notification light did not stopped flashing immediately. The insulin pump will be returned for analysis.